Event description:
It was reported that during a lsh procedure, the tissue pad came off. The tissue pad was not found and may be in the pt. The surgeon is not planning to x-ray or look for the pad. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 03/30/2009. Info anticipated, but unavailable at this time.